Event description:
It was reported that a volume discrepancy had occurred where the pump contained only a few of drug, approximately 0ml, but the programmer showed that it was expected to contain 2.6ml. It was stated that the low reservoir alarm date was set for the following day. The patient did not exhibit any symptoms and the pump was filled with a full 40ml. It was also noted that, at the prior refill, the pump was expected to contain 2.3ml, but was found to actually contain 4ml. The healthcare provider (hcp) would bring the patient in earlier for the next refill and monitor the reservoir volume at that time. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID; 8703w, lot# l43896, implanted: (B)(6) 1997, product type: catheter. (B)(4).